Manufacturer narrative:
Cardiac arrythmia; renal failure. Device not returned.

Event description:
It was reported that the patient has expired due to cardiac arrythmia, renal failure,and endocarditis. Information learned from implant patient registry and from the health care provider's response.